Manufacturer narrative:
Result of investigation: the reason for the revision was likely due to a periprosthetic bone fracture. The cause of the bone fracture cannot be conclusively determined but may be related to a patient condition. However, this cannot be confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. The following fields have been updated: h6 ¿ component code, investigation codes. Corrected fields: d2a, d2b.

Manufacturer narrative:
Pending investigation. D10: (B)(6), 300-01-13 - equinoxe, humeral stem primary, press fit 13mm, (B)(6), 315-35-00 - glnd kwire, (B)(6), 320-10-00 - equinoxe reverse tray adapter plate tray +0, (B)(6), 320-15-01 - eq rev glenoid plate, (B)(6), 320-15-05 - eq rev locking screw, (B)(6), 320-20-00 - eq reverse torque defining screw kit, (B)(6), 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm, (B)(6), 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm, (B)(6), 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm, (B)(6), 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm, (B)(6), 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm, (B)(6), 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm, (B)(6), 320-36-00 - 36mm humeral liner +0 unconstrained, (B)(6), 321-52-07 - 3.2mm drill bit sterile, (B)(6), 321-52-09 - 3.2mm k-wire, trocar tip.

Event description:
Approximately 3 months after a left total shoulder replacement, the patient was revised due to fracture. The reverse implants were removed and exchanged into a hemi with a cement plug in glenoid. The reported event is not related to the breakage of a device. The reported event did not lead to a surgical delay/prolongation. Patient was last known to be in stable condition following the event.